Event description:
Reporter calling, stating her freestyle libre 2 sensors were both "defective". Reporter states that on approximately (B)(6) 2023, her libre 2 sensor could not be successfully applied. More recently, on (B)(6) 2023, reporter states her libre 2 sensor just stopped working. Reference report: mw5145657.